Event description:
The customer reports back to back results of; hi vs. 231 mg/dl and lo vs. 234 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.